Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used in the airway during a procedure performed on october 30, 2020. According to the complainant, during the procedure, it was noticed that the balloon was leaking. The procedure was completed with another cre pulmonary balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on december 2, 2020*** the device was used during an airway dilation procedure.

Manufacturer narrative:
Block h6: problem code 1354 captures the reportable event of balloon leak. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used in the airway during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon was leaking. The procedure was completed with another cre pulmonary balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.